Manufacturer narrative:
The investigation was carried out on the basis of the information available and the log file. As per log file the reported event could be confirmed and a faulty cable harness spirologsensor was determined to be the root cause for the reported deviations regarding the tidal volume, the displayed curve and the shaking of the inspiratory tube. The cable harness spirologsensor is part of the expiratory flow measurement which is used to control and monitor the ventilation. In case the measurements are adulterated e.g. Due to contact problems with the cable harness, influence on the ventilation is likely and eventually alarm limits trigger an alarm. The device monitors multiple pressure- or volume-related parameters and will generate an audible and visual alarm if the set alarm limits are exceeded. The instruction for use advises the user to consider patient's ventilation with an alternate ventilation device (e.g. With a manual resuscitator) as immediately necessary in the event of a malfunction. The device reacted as specified and generated corresponding alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported, that the ventilator did not work as previously when the ventilation was started. Tidal volumes were too high and values with ??? Marks, inspiratory tube was shaking and display curves were not ok. Furthermore it was reported that the ventilator alarmed a faulty flow sensor. All replaceable parts were replaced, but ventilator did nor work correctly. It was not possible to calibrate flow sensor. A new ventilator was replaced for the patient. No patient injury was reported.